Manufacturer narrative:
The navio long attachment used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed the long attachment performance verification. The reported problem was not confirmed. The drill/long attachment was tested 60 seconds and no problems were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the part with the failure modes "noise, audible" and "overheating" identified similar events. A relationship between the reported event and the device could not be established as there was no damage or problem found with the device during the visual and functional inspection. Although the reported problem was not confirmed, a contributing factor to the high pitched noise may have been the drill. No containment or corrective actions are recommended at this time. Our reference number: (B)(4).

Event description:
It was reported that during burring of the distal femur in a navio tka procedure, they were able to complete about 70-75% of the bony resection when the long attachment overheated. They were still able to complete the burring with the same devices without any delay or harm to the patient. No other complications were reported.